Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Approximately eight months later, computed tomography scan revealed a fractured filter leg was imbedded within the vertebral body. The patient had a failed attempt to remove the filter. After two months later, the patient presented for filter removal, fluoroscopic scout image of the abdomen revealed the filter with fractured leg. An access made via jugular vein and inferior vena cavogram revealed no thrombus. The hook and several filter legs were outside of the inferior vena cava lumen. Initially, a cook retrieval filter set was used to try and snare and sheath the hook. This was not able to be achieved with this set of tools. Therefore, a 14f sheath was placed and using a loop snare technique, a glidewire was used to encircle the filter such that both ends of the glidewire were outside of the sheath. Using manipulation, the hook was then brought into the lumen and a snare was used to snare the hook at that time. The sheath was brought over the filter and the filter was removed in its entirety. The filter leg that was fractured prior to the initiation of procedure remains imbedded within the vertebral body. Post removal cavogram showed normal inferior vena cava. This was performed in several obliquities demonstrates that if there was any portion of this fragment still remained within the inferior vena cava, it was a very minimal portion. Attempts were made to retrieve the fragment, but the filter leg was not engaged by the snares or catheters. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 11/2014), g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated the inferior vena cava wall. Approximately two months later, the filter was removed percutaneously; however a detached filter has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal and back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6,d4(expiry date: 11/2014),g4,h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, struts detached and two struts perforated the inferior vena cava wall. Approximately two months later, the filter was removed percutaneously; however a detached filter strut embedded in spinal column has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal and back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the investigation is inconclusive for filter tilt, limb perforation of the ivc, limb detachment, and an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt filter malposition additional information: (B)(4). Detachment of device or device component. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine months post vena cava filter deployment, a filter retrieval attempt was unsuccessful. Imaging identified the filter was embedded to the right lateral ivc wall with two filter limbs extending beyond the confines of the ivc wall and allegedly resting anterior to the aorta. Approximately two months later, the filter was retrieved successfully; however a detached filter limb (location not provided) could not be retrieved and remains embedded in the patient. No other pertinent medical information was provided surrounding the events. Current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma was indicated for an inferior vena cava filter placement. The right groin was prepped and draped in sterile fashion. The right common femoral vein was accessed and a cavogram was performed. The filter was advanced and successfully deployed with the filter hook at the l1-l2 disk space level. Completion cavogram demonstrated appropriate positioning with full deployment of the legs. The filter was requested to be removed by vascular and interventional radiology when it is no longer needed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged in the provided medical records. The investigation is inconclusive for filter tilt, limb perforation of the ivc, limb detachment, and an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Additional MFR narrative: report source, date received by MFR, (B)(4). Adverse event and/or product problem, outcomes attributed to adverse events, brand name, model/lot #, type of reportable event, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine months post vena cava filter deployment, a filter retrieval attempt was unsuccessful. Imaging identified the filter was embedded to the right lateral ivc wall with two filter limbs extending beyond the confines of the ivc wall and allegedly resting anterior to the aorta. Approximately two months later, the filter was retrieved successfully; however a detached filter limb (location not provided) could not be retrieved and remains embedded in the patient. No other pertinent medical information was provided surrounding the events. Current patient status is unknown.